Event description:
It was reported to medtronic minimed that the customer experienced no delivery alarm. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1882. Troubleshooting was not performed as customer declined to troubleshoot. No further patient complications were reported. It was unknown whether the customer will continue use of the device. Product return required for mmt-1882. It is unknown whether product will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked into place properly during testing. Unit was downloaded using thump software and carelink. Unit passed the following tests: displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, self test, and displacement accuracy test. The adapt tool was utilized to look for relevant alarms that may confirm customer's concern. During download history review, no relevant alarms were noted to confirm harm code. Proceeded by cutting unit open to inspect connectors and electronic assemblies. No moisture damage noted on electronic assemblies. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay and scratched case. In summary, customer concern for no delivery/occlusion alarm was not confirmed. Unit functioned properly and passed all tests within spec. No alerts noted during testing or in download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.